Event description:
The complainant reported a patient of unknown race/ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, after changing the purge bag, the purge system was no longer detected by the automated impella controller (aic). The purge set was replaced again, but it remained undetected. The issue was resolved by switching to a new aic, and no patient harm was reported.

Manufacturer narrative:
Data review: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm. Re-insertion and replacement of pc/ purge disc was observed, yet the console still had problem in detecting purge disc. Device analysis shows the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer.)